Manufacturer narrative:
E1: patient city: (B)(6).patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6) on (B)(6) 2024, it was reported that the patient faced infusion set occlusion in tubing. No further information available.